Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the seal disengaged. The hospital has reported no pt injury occurred.